Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level, as no details were provided to indicate otherwise. Technical support provided pump reset instructions and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues reappeared.